Event description:
The hcp reported the pt was seen in the emergency room for withdrawal symptoms. The pt was treated with a bolus of drug and an increase in the dose. The pt is reported to have recovered without sequela.